Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal right coronary artery. A 3.50x20mm synergy drug-eluting stent was advanced to treat the lesion. However, while trying to advance the device, the stent distal part got lifted. The procedure was completed with another of the same device. No pamtient complications were reported and the patient's status was good. Synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent strut rows were damaged with stent struts lifted and pushed in a distal direction. The mid-section of the stent was also damaged with stent struts lifted from the stent profile. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal right coronary artery. A 3.50x20mm synergy drug-eluting stent was advanced to treat the lesion. However, while trying to advance the device, the stent distal part got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.